Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported there was a leak in the tubing at the site closest to the patient and the pump displayed occlusion. The patient was in the nicu. There was no harm to the patient.

Manufacturer narrative:
Patient was an infant. The customer¿s report of a leak in the tubing was not confirmed; however the report of an occlusion was confirmed and replicated on the set during visual inspection and functional testing. Upon visual inspection, a white liquid (lipids) was observed in the tubing and 1.2 micron filter. The slide clamp was received in the open position. Functional testing was performed by simulating a lipid infusion on a syringe pump. An occlusion alarm was noted by the device during infusion. Using the attached syringe, the set was attempted to be re-primed in which resistance was observed; however with extra force, the fluid was eventually able to flow through and exit as expected. No leaking was observed at the set¿s filter, tubing, components, or connections during testing. Pressure testing produced no leaks were observed. The root cause of the leak was not identified. The report of occlusion and occlusion alarm was confirmed; the root cause is due to the solution being very slow to prime past the specific size filter and may occlude within minutes of priming.

Event description:
It was reported that there was a leak in the tubing at the site closest to the patient and an occlusion alarm was displayed on the pump. The event occurred in the nicu. There was no harm to the patient.